Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, the performance was limited.

Event description:
It was reported that during a percutaneous coronary artery stenting treatment procedure, stent damage was noted. The 90% stenosed lesion was located in severely tortuous and calcified obtuse marginal branch. The 3.50x16mm taxus express2 paclitaxel-eluting coronary stent was unable to cross the lesion. The device was removed outside the body and the distal part of the stent was lifted. The procedure was completed with a different device. The patient status is good with no complications reported.